Event description:
Same case as MFR#: 2134265-2011-01837 it was reported that during a percutaneous transluminal angioplasty treatment procedure, incorrect positioning of ro markerbands were noted. Vascular access was obtained via the left common femoral. The diffused target lesion was located in the non-tortuous, 6mm in diameter, superficial femoral artery (sfa). A 6.0 x 100/135 sterling balloon catheter was selected to post-dilate another manufacturers' stent in the sfa. The balloon was inflated once to 8atms when it was noted the proximal ro markerband was 3-5mm distal to the shoulder of the balloon. The balloon was deflated and removed. Another 6.0 x 100/135 sterling balloon catheter was then used for stent post-dilation. The balloon was inflated once to 8atms when it was noted the proximal ro markerband was not in the correct location. The procedure was completed with this balloon catheter. The inflated balloons were both uniform. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood and contrast in the guide wire lumen and on the balloon. No damage was found to the device. The markerband spacing and distance from the balloon cone transitions were measured while the balloon was inflated to nominal pressure and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-01837. It was reported that during a percutaneous transluminal angioplasty treatment procedure, incorrect positioning of ro markerbands were noted. Vascular access was obtained via the left common femoral. The diffused target lesion was located in the non-tortuous, 6mm in diameter, superficial femoral artery (sfa). A 6.0 x 100/135 sterling balloon catheter was selected to post-dilate another manufacturers' stent in the sfa. The balloon was inflated once to 8atms when it was noted the proximal ro markerband was 3-5mm distal to the shoulder of the balloon. The balloon was deflated and removed. Another 6.0 x 100/135 sterling balloon catheter was then used for stent post-dilation. The balloon was inflated once to 8atms when it was noted the proximal ro markerband was not in the correct location. The procedure was completed with this balloon catheter. The inflated balloons were both uniform. No patient complications were reported and the patient's status is ok.